Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy delivery test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite and determined that it failed to deliver therapy due to a defective capacitor. As a result, the fse recommended replacing the capacitor, and a quotation has been sent to the customer. However, the customer has not accepted the quotation, and the device has not been repaired. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
The fse evaluated the device onsite and determined that it failed to deliver therapy due to a defective capacitor. As a result, the dfm100 assy capacitance (453564489001) was replaced to resolve the issue. After that, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.